Manufacturer narrative:
It was reported that the flow/bubble sensor will not zero. The failure occurred during service. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-08. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was investigated by getinge life-cycle-engineering (lce) on 2023-01-27. The fluctuating of the zero flow could be reproduced. In specific pairing of the flow/bubble sensor with the sensor panel, fluctuations can be observed. In order to investigate this behavior the supplier em-tec initiated a CAPA. The inspection of the complete stock did not reveal any other anomalies. The 100% inspection focused on bent pins, insufficient solder joints, and the overall appearance of the boards. Submitted boards with the behavior occurring were studied in detail. In individual cases, the behavior described by the customer could be reproduced. No deviations or nonconformities on boards or the sensors were apparent to explain the error behavior. All boards and sensors are technically flawless the misconduct occurs only in individual cases. The cause is attributed to a chain of unfavorable factors. The products do not show any visible technical defects. Moreover in the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor is stated that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The review of the non-conformities has been performed on 2023-06-12 for the period of (B)(6) 2017 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-05-26. Based on the results the reported failure "flow/bubble sensor could not zero" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the flow/bubble sensor will not zero. The failure occurred during service. No harm to any person has been reported. Complaint ID# (B)(4).